Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported as a general comment that in rare cases there was a cuff miss due to calcification in common femoral arteries during suture preplacement in a large-hole arteriotomy closure with a proglide device. Two other proglide devices were used in the preclose technique to achieve hemostasis. Patient was not injured. The number of patients, procedures, and number of proglide devices used was not provided. No additional information was provided.